Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "at the time of the intubation, after insertion of the tube, the attempt to inflate the cuff failed, as the cuff didn't kept the pression in the trachea. The cuff had been tested for leak prior to use. 3 tubes used, 3 failures. The tubes have been removed and a 4th tube of another lot number was finally successfully used. Clinical consequences: delay in patient's care during a sensitive procedure." It was reported that the patient had a procedure on the esophagus. The patient's condition was reported as "fine".

Event description:
Customer complaint reported as: "at the time of the intubation, after insertion of the tube, the attempt to inflate the cuff failed, as the cuff didn't kept the pression in the trachea. The cuff had been tested for leak prior to use. 3 tubes used, 3 failures. The tubes have been removed and a 4th tube of another lot number was finally successfully used. Clinical consequences: delay in patient's care during a sensitive procedure." It was reported that the patient had a procedure on the esophagus. The patient's condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The bronchial cuff and the tracheal cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. A device history record review was performed and no relevant findings were identified. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.